Event description:
A pt (B)(6) was enrolled in (B)(6) study for stress urinary incontinence. The pt was injected with 1.7 ml coaptite on (B)(6) 2011. On (B)(6) 2011, the pt was injected with 1.2 ml of coaptite. On (B)(6) 2012, the pt was injected with 1.8ml of coaptite. On (B)(6) 2012, the pt experienced a urinary tract infection. It is unk if the event is resolved. The pt was treated with cipro 500mg bid x 7 days. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2012, the pt was hospitalized for hip repair. Per physician, the event was severe and definitely not related to coaptite.

Manufacturer narrative:
(B)(4). Add'l lots used: 8005p10 - 1024674, exp 03/2014, manufacture date 03/2011; 8005p10 - 1024532, exp 03/2014, manufacture date 03/2011; 8005p10 - 1024978 exp 04/2014, manufacture date 04/2011. The device history records for lots 1027425, 1024674, 1024532 and 1024978 were reviewed, all required testing specifications were met prior to release, no abnormalities noted.